Event description:
Found during training/testing. According to the reporter, when a battery is in battery well 2 and none in battery well 1, the device operates. If you put a battery in battery well 1 while the device is operating on battery 2, the device shuts off. There was no patient use associated with the reported incident.

Manufacturer narrative:
Physio-control evaluated the device and observed proper operation through functional and performance testing and could not replicate or confirm the reported device behavior. Physio reviewed device operation with the facility and then returned the device to them for use.